Event description:
It was reported that during an attempt to create an arteriovenous fistula the catheters allegedly appeared damaged under fluoroscopy and were not activated. It was further reported that, a new set of catheters were used to create the fistula. There was no reported patient injury.

Manufacturer narrative:
H10: this file was reassessed for reportability and determined to be no longer reportable. H10: the FDA rn number for the MDR was updated to (B)(6) since clearstream is the legal manufacturer for wavelinq products and the appropriate manufacturing site (g1)and manufacturer (d3) fields were updated accordingly. H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was returned for evaluation. The investigation is confirmed for the reported material deformation issue. The proximal indicator on the venous catheter was deformed during evaluation of the device. A definite root cause could not be determined. Labeling review: the instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. H10: d4 (expiry date: 01/2022), g4. H11: e1, h6 (method, result, conclusion). H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a image is provided for a review. The investigation of the reported event is currently underway. (Expiry date: 01/2022).

Event description:
It was reported that during an attempt to create an arteriovenous fistula the catheters allegedly appeared damaged under fluoroscopy and was unable to get activated. It was further reported that, a new set of catheters were used to create the fistula. There was no reported patient injury.